Event description:
It was reported the device was not working properly, there was a fault error code. The experienced physician had to use a bovie to finish. There were no patient injuries.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. The generator was to be returned for evaluation. However, as of (B)(4) 2012 it has not been returned. If the generator is returned, it will be evaluated and a follow-up report will be submitted.